Event description:
Attorney alleges plaintiff had a rupture, multiple physical symptoms including breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, burning sensation in breast, nipple discharge, inability to breast feed, arm/neck pain, a typical connective tissue disease, anxiety, stress, pain and suffering.